Manufacturer narrative:
H10 h3,h6: the reported device, intended for use in treatment, was received for evaluation. There was no relationship found between the returned device and the reported incident. A review of the device history records show there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. A visual inspection observed a scratched lid and bezel. A functional evaluation revealed no issues. The unit was opened and found no issues. The complaint was not verified and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. There are no indications to suggest that the device/product did not meet specifications upon release into distribution.

Event description:
It was reported that during set up, the device was plugged in with a new hand piece and the ablate setting showed 7, coag 0. They tried to adjust the settings but had no luck. They then tried the same hand piece in a second coblator unit and it worked properly. No patient was injured as this was not used in a procedure. No delay occurred as they just used their backup coblator. No other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.